Manufacturer narrative:
Cooper surgical inc. Is currently investigating the reported complaint condition.

Event description:
Report stated- "dr. (B)(6) was doing case with ally and the unit broke . Was unable to antiver or retrovert the uterus." (B)(4).